Manufacturer narrative:
An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.

Event description:
The customer reported her abbott diabetes care (adc) device reader was damaged. As a result, the customer was incapable of testing and experienced symptoms described as "felt a little weak". The customer reported unspecified treatment from healthcare professional to "reduce sugar". There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported her abbott diabetes care (adc) device reader was damaged. As a result, the customer was incapable of testing and experienced symptoms described as "felt a little weak". The customer reported unspecified treatment from healthcare professional to "reduce sugar". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage was observed to the usb port on the returned reader. Reader successfully communicated with software and was observed to be charging. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. A message was observed during strip insertion. The returned reader was further investigated and de-cased. Performed visual inspection on the reader and no issues were observed. The nxp processor was present. An extended investigation has been performed. Visual inspection has been performed on the de-cased reader and no physical damage was observed. The minor damage observed to the usb port did not affect the reader from being charged or connected to pc. Reader was powered on with button depression, strip and cable insertion without any display issue. A known good sensor was scanned with returned reader and communication was successful. A self-test was performed using the reader's own software and passed all self-tests. Control solution testing was performed and test was passed. Returned reader communicated successfully with known good sensor and reader passed all test indicating returned reader is functioning as intent. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.